Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model d224trk, implantable cardioverter defibrillator (ICD), (B)(6) 2010; model 5076, implantable pacing lead, (B)(6) 2010; model 4196, implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did perform as described in the field action. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to non physiologic non-sustained ventricular tachycardia (nsvt) and short interval counts (sic) greater than 30. It was further reported that the lead had sustained a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.